Manufacturer narrative:
Pump received with intermittent esc, act, up and down arrow button response due to flattened button dome switches. No button error alarm during testing. The keypad connector was not found unlocked during visual inspection. No cosmetic damage noted during physical inspection.

Event description:
Customer¿s father reported via phone call that they experienced high blood glucose level of 570 mg/dl and a button anomaly. The customer¿s act button is not working. The customer was trying to change the reservoir when he noticed the act button was not working. The customer was advised that the insulin pump will need to be replaced. The customer¿s father was advised to have patient disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.